Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Initial reporter is synthes sales representative. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a routine incoming inspection of loaner set, the universal drill guide was observed broken. There was no known hospital or patient involvement. This report is for one (1) universal drill guide. This is report 1 of 1 for (B)(4).